Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The unit passed all specific functional testing requirements. The unit does show some wear due to usage, but is still functional. Additionally, the adjustment knob was tight, but the wear on the teeth on the 6in transitional was not enough to allow slippage. General maintenance and cleaning performed, and all worn components replaced. Root cause - probable root cause is improper or suboptimal placement of the mayfield system on the patient. Service & repair (s&r) could not duplicate slippage. Further investigation by quality engineering observed no additional deficiencies and confirms the findings of the s&r report. The unit shows some wear due to usage, but is still functional. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2004). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00292. A facility reported that a patient sustained a 2mm laceration during use of the mayfield base unit (a2101) while being positioned from supine to prone. The treatment required sutures and the mayfield to be removed, which delayed the case about 30 minutes. The patient did well after surgery.